Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for investigation. It was confirmed that the returned tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the host system was established and real-time visualization of the contact force signal was consistently displayed without interruption during an extended evaluation period. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module. Based on the information provided to abbott and the investigation performed, the root cause of the red light and subsequent procedure delay could not be conclusively determined as the returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, when the catheter was connected, the status light on the tactisys was flashing in red and then in green resulting in a significant delay in procedure. The tactisys was replaced after an hour delay and the procedure was completed successfully. There were no adverse consequences to the patient due to the delay.